Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found. The lead tip was bent in the filed and was not a result of deficiency in material or workmanship.

Event description:
It was reported that during an implant an out of range pacing lead impedance was observed on rv lead. Deformation on lead tip was also noted. The lead was not implanted.